Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016 to report on behalf of the patient that the receiver displayed a hardware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device was charged and will boot. The data log was reviewed and firmware errors were not observed. Global receiver functional tests were performed and passed. The reported event of a hardware error was not confirmed. A root cause could not be determined.